Event description:
It was reported that this right ventricular (rv) lead was presenting possible loss of capture. The lead was also presenting impedance and sensing issues. It was suspected that the cause could have been a dislodgement. The lead remains implanted. No additional patient adverse effects were reported.